Event description:
It was reported that during a ptca treatment procedure involving a 100% stenotic lesion in the middle portion of the lad artery, the maverick monorail balloon ruptured at 12 atm's on the initial inflation. It is noted that the lesion had been pre-dilated. The pt was asymptomatic during this event. A 7f telmo introducer sheath, a 0.014in ht-balance guidewire (length 180cm), a 6f zuma ii guide catheter, and an everest inflation device were also used in this case. The maverick monorail balloon was removed and was replaced with an unspecified device to complete the procedure. No pt injuries or procedural complications were reported. Pt status is reported as 'good'. No additional info is available at this time.